Event description:
The physician was implanting a helex septal occluder to close a pfo (patent foramen ovale). The patient had a floppy septum. The physician did not balloon size the pfo, instead he did a trans - septal puncture to create a central defect. A 25mm device was implanted in the pfo defect. Within 24 hours, the device embolized to the descending aorta, where it was found on the follow-up echo. The day after implant, the device was easily removed in a transcatheter procedure. After the device was removed, the physician balloon sized the defect to be 20-22mm. A competitor device was implanted and the patient was doing well.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The selected occluder is too small for the defect size.